Event description:
A 26mm diameter x 15mm diamter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. The patient has severe disease progression. It was reported that 4 months post stent graft implant the patient presented to the emergency room with a cold leg. The CT demonstrated that due to the severe angulation fo the aortic neck the stent graft became kinked, resulting in a partial occlusion. The physician successfully performed an angioplastyin the kink of the stent graft and the blood flow through the aortic neck was restored. No additional clinical sequelae were reported and the patient is in stable condition.